Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery on this implantable pacemaker has dropped. It exhibited longevity calculations from nine months to three months remaining in a span of one month. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery on this implantable pacemaker has dropped. It exhibited longevity calculations from nine months to three months remaining in a span of one month. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. The pg diagnostic data spreadsheet shows a cell depletion pattern that is similar to other devices that have leaky capacitors. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that the battery on this implantable pacemaker has dropped. It exhibited longevity calculations from nine months to three months remaining in a span of one month. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.